Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time.

Event description:
It was reported that this insertable cardiac monitor (icm) has been capturing false pause events since implant due to undersensing the r-waves. Boston scientific technical services (ts) recommended adjusting sensitivity due to the poor amplitude of the qrs signal. The icm was explanted and no new device was reported to have been implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) has been capturing false pause events since implant due to undersensing the r-waves. Boston scientific technical services (ts) recommended adjusting sensitivity due to the poor amplitude of the qrs signal. The icm was explanted and no new device was reported to have been implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.